Manufacturer narrative:
Based upon the complaint information and investigation, as well as review of the surgeon training manual, certificates of conformance, IFU and fmea, the root cause of the pain was due to an implant that was too proud.

Event description:
On (B)(6) 2012, the surgeon performed a joint arthrodesis using the ifuse implant system placing three implants. There were no intra-operative complications. Post operatively the patient complained of pain locally in the area of the surgery. Imaging showed that the second implant was proud about one centimeter on the lateral surface of the ilium. The surgeon felt that this may have been the reason for the patient's continued pain. On (B)(6) 2013, the surgeon performed a revision surgery where he advanced the one implant that was sitting too proud approximately one centimeter deeper. No other implants were removed and no additional implants were added. Per si-bone vp of medical affairs, "medical review shows this to be a case of continued pain after surgery. The second implant was positioned proud."